Event description:
In 2009, the lay user/pt contacted lifescan alleging that a one touch ultra meter would not power on. The medical surveillance specialist (mss) classified the complaint based on the info documented by the customer service rep (csr). The pt indicated that the alleged issue started four days prior to contact, at an unspecified time during the morning. As a result of the alleged issue, the pt administered self-care by taking his usual dosage of "30 units" of an unspecified medication twice a day. A day after the alleged issue began, the pt claimed that he developed a symptom of back pain and other unspecified symptoms. The pt claimed that his "blood sugar went high." The pt denied receiving treatment because of the alleged issue. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes mgmt regimens, what specific symptoms the pt claimed to have developed, what actions the pt took before and after developing the symptoms, and if he was able to test on another device during the time of concern. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, the complaint is being reported due to the following conclusion: the pt claimed that his "blood sugar went high" and developed unspecified symptoms after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.